Event description:
It was reported that this pacemaker reached elective replacement indicator (eri). Technical services (ts) reviewed device data and noted that the measured voltage was beginning to diverge from the expected voltage. It was unclear whether this was normal device function or a symptom of internal battery impedance. Technical services (ts) recommended device replacement. This device was subsequently explanted and replaced. This device has not been received. Other than the surgical procedure, no additional adverse patient effects were reported.